Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report#: 2134265-2017-08175, 2134265-2017-07241, 2134265-2017-08174. It was reported that post a drug eluting stenting treatment procedure, stent thrombosis occurred and the patient expired. In (B)(6) 2017, the patient had heart failure and was emergently hospitalized. Medication to treat heart failure had been administrated for 17 days. Seventeen days later, angiogram showed 90% in-stent restenosis in the left main trunk (lmt) to proximal left anterior descending artery (prox lad). Scoring balloon and drug-coated balloon dilatations were performed and flow was restored. A 100% stenosed de novo lesion with calcification was found in the left circumflex artery (lcx) to obtuse marginal branch. The target lesion was treated with pre-dilation and placement of a 3.0x24mm and a 2.25x16mm synergy stent at 18atm, with 0% residual stenosis and timi iii following post-dilation. Prasugrel and biaspirin were administrated. In (B)(6) 2017, the patient was emergently hospitalized and angiogram revealed total occlusion in the lcx. Scoring balloon and drug-coated balloon dilatations were performed, but the patient expired the next day. No autopsy was performed. The physician thinks the occlusion was not restenosis but stent thrombosis which was the cause of death.